Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres for 15 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.